Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. The patient had a routine visit and showed the blisters and irritated skin to the doctor. The were told it was an infection. The patient was treated with a prescription and the site was cleaned out.